Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report a loss of prime and power interruption with the pump. On (B)(6) 2012, at 3:20 pm the patient obtained the blood glucose reading of 510 mg/dl and experienced the symptom of hunger. The patient's mother changed the infusion site and noted the cannula was "leaning" to the side. The reporter noted no other issues with the infusion set or infusion site. During the troubleshooting telephone call, it was determined the battery cap was loose. The reporter tightened the battery cap and was able to give the patient a bolus dose of insulin via the pump. The patient's subsequent blood glucose reading was 476 mg/dl. The patient's technique was incorrect by not securely tightening the battery cap. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Animas has conducted areview of the device history record for this pump and confirmed that it was operatingwithin required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded a few loss of primes with non-zero force but none following power on reboot. The pump was exercised for 24 hours with no loss of primes. A 29 hour flow test was conducted and passed. The battery compartment was found to be cracked at the case seal. There was no corrosion in the battery compartment or on the battery cap. The battery cap threads were intact and the cap was able to fully tighten with no yellow-ring visible. There was no defect found. Unrelated to the complaint, evaluation revealed contamination under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked and scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.